Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for several samples from one patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were li heparin that were centrifuged for 10 minutes at 4000 rpm. A field service engineer (fse) was on-site 07/06/2010. The fse performed hardware verification procedure, a minor pm (preventive maintenance) and all verification testing met published specifications and no hardware issues were noted. Testing at bci cpls (customer product line support) lab confirmed the presence of a heterophile like interferent in the patient's sample which is the root cause of this event.